Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015 information was received from a healthcare provider (hcp) regarding a patient whose indications for use were failed back surgery syndrome and spinal pain. There was a suspected problem with the device or therapy, and the hcp stated that the pump was not working and was no longer functional. No symptoms were mentioned. There was no drug in the pump. Additional information was requested to determine when the pump began to not work; what was meant by the pump "not working" and no longer being functional; what symptoms the patient experienced at the time of the event; what troubleshooting, actions, or interventions were performed to diagnose and resolve the issue; what caused the pump to not work; and if the issue resolved.